Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure while impedance testing was being conducted, oversensing was observed on the cardiac resynchronization therapy defibrillator (crt-d). The physician unscrewed the setscrew and reinserted the lead at implant. Just over two weeks later, the rv lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). The rv lead exhibited variable pacing impedance and triggered alerts for undefined high pacing impedance. The lead continued to exhibit noise and was oversensing. The lead was programmed off. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory observed noise on the electrogram waveforms. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was seen for a device and rv lead noise was noted on electrograms (egm). Fluoroscopy showed that the rv lead pin was well seated in device header and was seen extending beyond the setscrew bore/grommet. Attempts to move the rv lead pin in the header were made but there was no movement. The wrench was inserted into the grommet and the setscrew was not easily engaged after multiple attempts. Upon close visual inspection, it appeared that the setscrew was seated at an angle in the bore. After several attempts, contact with the setscrew was made. The setscrew was retracted by inserting the wrench at an angle. The rv lead was removed from the device and tested on the analyzer with no evidence of impedance changes or noise. The setscrew was exercised with direct visualization down in the open rv port. The setscrew moved into the chamber with difficulty and retracted. The device was explanted and replaced.